Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not infusing correctly. This was further described as ¿the nurse observed the potassium bag was finished, however the pump was still pulling from the potassium (secondary bag) and not pulling from the normal saline (primary bag) when the pump said the potassium was completed.¿ this occurred in the oncology department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to g3: date received by MFR ¿ baxter product surveillance identified the correct aware date to be 25 feb 2025 (previously reported as 02/28/2025). Additional information was added to h6. H11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.